Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device had low rotations per minute (rpm). Therefore, the reported condition was confirmed. It was determined that the failure was due to worn spindle. The assignable root cause was determined to be due to normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the motor device had low rotations per minute (rpm). The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred during the month of (B)(6) 2014; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.